Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported a lead issue where the patient fell and the lead wires moved. There was migration or dislodgement and the patient would be having the leads revised the week of the report. The patient had a bad fall in (B)(6) 2015 and her stimulation coverage had changed. The patient did not have the same coverage that she had before the fall. An x-ray was taken and the doctor believed the leads migrated. A lead revision took place where the physician explanted the lead and replaced it with a new one on (B)(6) 2015. At the time of the report, the issue was resolved. Relevant medical history included non-malignant pain, cervical radiculopathy, chronic low back pain, and spinal pain. Please see manufacturer report #6000153-2015-00672 for information on the patient's concomitant product.